Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) advanced forward while pulling off the protective sleeve on the delivery catheter. The helix on the lp appeared extended and counterclockwise rotations were applied to remove the lp. The blood pressure dropped and cardiac tamponade occurred. Pericardiocentesis was performed. The lp was removed and the implant attempt abandoned. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted helix was not within specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.